Manufacturer narrative:
Block h6: device code a1406 is being used to capture the reportable event of inflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required. Impact code f2204 is being used to capture the reportable event of idv testing. Block h11: the bib intragastric balloon system was returned for analysis deflated with evidence of deflation using surgical instruments. Additionally, the balloon was discolored blue, most likely due to methylene blue. Photos provided by the customer noted inflation of the balloon, as a line could be seen that indicates the presence of air in the balloon. No other issues were noted. The reported event is confirmed. According to the instructions for use (IFU), the balloon is placed in the stomach and filled with sterile saline. However, during product analysis the balloon was returned colored most likely with methylene blue. The labeling review found this evidence which suggests that the device was used in a manner inconsistent with the labelled indications. With all the available information, boston scientific concludes that the reported event of balloon spontaneous inflation, abdominal pain and vomiting are known risks and defined in the risk documentation. The most probable root cause assigned is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient reported having abdominal pain and vomiting. The physician requested blood work and x-ray which confirmed that the balloon was inflated. The balloon was removed on (B)(6) 2024. There were no patient complications reported as a result of this event.

Manufacturer narrative:
MDR: block h6: device code a1406 is being used to capture the reportable event of inflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required. Impact code f2204 is being used to capture the reportable event of idv testing.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient reported having abdominal pain and vomiting. The physician requested blood work and x-ray which confirmed that the balloon was inflated. The balloon was removed on (B)(6) 2024. There were no patient complications reported as a result of this event.